Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual sample device was not received. The photos will be reviewed as part of the complaint investigation. Follow-up report will be submitted upon investigation approval. All information reasonably known as of 04-sep-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the introducer probe completely broke during use. "There was no patient injury and the procedure continued without further incident, although another crk kit had to be opened to get a new introducer." [The] "introducer was only used once (medical aspect). When the physician started to move the needle, the end broke off. The needle was engaged in the skin and there was no hardware in this patient. Additional information received on 18-aug2020 stated when doctor was asked if stylet was in place when he was moving the introducer, and it broke, his response was "maybe not." No additional information as provided.

Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, a photograph of the device was provided and confirmed the reported incident. A root cause was not identified. All information reasonably known as of 12-nov-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.